Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be identified to determine whether or not it was caused by stress or attributed to the handling of the device. The IFU states, ¿do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface of the distal end is particularly fragile, and vision abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event and the adhesive was missing. The insertion tube has dents, failed ring gage and buckles near adhesive. Cracked adhesive. Discoloration. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
The customer reported to olympus the distal tip covering was missing when inspected before the unknown diagnostic procedure. The same device was used to complete the procedure without issues. No patient harm or injury was reported. No surgical delay reported.